Event description:
The patient was undergoing an embolization procedure in the right transverse sinus using a px slim delivery microcatheter and penumbra coils 400. During the procedure, the physician inserted a coil while moving it in and out of the aneurysm several times; however, it was retrieved due to its oversize. While retrieving the coil, it unintentionally detached. A second coil was used; however, it became stuck. The physician then retrieved the px slim catheter with the two coils out of the body. The procedure was finished with another px slim catheter160. Physician's comment: I did not torque the device while moving the coil. The oversized coil was probably jammed and detached during retrieval.

Manufacturer narrative:
Result: the coil pusher assemblies were both returned with the proximal constraint balls inside the distal detachment tips (ddts) and a broken piece of stretch resistant (sr) wire still attached. The pet locks on both pusher assemblies were still intact. Conclusion: the compliant has been evaluated. The compliant indicates that during the procedure the first coil detached unintentionally when attempting to pull it back through the microcatheter. The second coil got stuck due to the presence of the first coil detached in the microcatheter. Then the pxslim microcatheter was retrieved with both coils. Evaluation of the returned devices revealed that the pxslim microcatheter is fully functional with no damage. The two coils both have broken sr wires and the pet lock at the proximal end of the pusher assemblies is still intact. Based on the observations made during the device investigation and the description of the event, it appears that the force placed on the pusher assembly and coil when attempting to retract the first coil through the pxslim microcatheter was in excess of the tensile strength of the materials, causing the sr wire to break. The physician then attempted to insert a second coil which became jammed inside the microcatheter and again, the force used to retract this coil was in excess of the tensile strength of the sr wire, causing it to break. The original cause of resistance with attempting to retract the first coil is unknown but was not related to any damage in the microcatheter or any malfunction of the coil and pusher assembly. Once the first coil was detached in the pxslim microcatheter, the operator should not have attempted to insert another coil before first removing the detached coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00262 and 00264.